Event description:
The patient called lfs alleging that their one touch basic enhanced meter would only prompt system symbols. The patient reported that a medical professional treated their intravenously. No other relevant info was provided. There is little info to suggest that the pt experienced injury or medical intervention due to the meter. The customer service representative walked pt through troubleshooting and the issue could not be resolved. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced. Senior medical affairs specialist mailed a letter since the pt could not be reached.